Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Unit received rf pic failed selftest alarms due to faulty y-1 on rfb.however unit passed the rewind, basic occlusion test, occlusion test,prime/ compromised force sensor system test, excessive no delivery test and displacement test.no motor error alarm occurred. Motor passed motor test.aa 08/22/2012

Event description:
The customer reported via phone call that their insulin pump received pump error and motor error. The customer¿s blood glucose level was unknown. Customer did the self test and the insulin pump alarm during the self test. The insulin pump will be returned for analysis.